Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that a vessel dissection occurred after a balloon catheter was used for a left vertebral artery (va) angioplasty. A stent (subject device) was placed across the lesion; however, in-stent thrombosis was noted. The vessel patency was restored without additional treatment.

Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that a vessel dissection occurred after a balloon catheter was used for a left vertebral artery (va) angioplasty. A stent (subject device) was placed across the lesion; however, in-stent thrombosis was noted. The vessel patency was restored without additional treatment.